Event description:
On (B)(6) 2021 patient was implanted with the nalu spinal cord stimulator system. Approximately two years after implant, the patient reported some discomfort with the position of the implanted lead anchors. A surgical revision was attempted on (B)(6) 2023 at the request of the patient in order to relocate the lead anchors to a deeper position. During the procedure, the physician attempted to relocate the implantable pulse generator and leads, however the components were damaged as a result of the procedure and thus all implantable components were replaced.

Manufacturer narrative:
Revision was performed at the patient request for comfort reasons only. There are no reports received indicating migration of the implanted components. Implanted system has been in place and providing therapy for more than two years with no allegations of any failure or malfunction of the system or its components.